Event description:
The account alleged the bed alarm is not functioning. No patient impact.

Manufacturer narrative:
The technician found the bed exit is not setting because the scale was zeroed with the patient in the bed, user error. The technician zeroed the scale and in-serviced the account to resolve the issue.